Event description:
Country of complaint: (B)(6). Post operative abdominal bleeding (next day). Re-operation performed.

Manufacturer narrative:
The instrument was not returned to be analyzed. Because no device was returned and lot number was not reported; root cause can not be determined. No corrective/preventive action is required. Device not returned.

Manufacturer narrative:
510 (k); k110824' k130596. Manufacturing site investigation: evaluation on-goin at manufacturing site.